Event description:
Rptr is disabled and drawing social security, unable to work, has burning occasionally with urination, constant radiant back pain, constant leg pain, neck arm and shoulders pain, blurred vision sometimes and headaches.